Event description:
It was reported that the patient received 51 inappropriate shocks due to post-sense twos (t-wave oversensing). Small r-waves were also noted. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), that there was a right ventricular lead integrity alert, that there was a r-wave amplitude measurement issue, that there was rv (right ventricular) oversensing, and that there was unexpected delivery of a ventricular tachyarrhythmia therapy.